Event description:
It was reported the patient heard an alarm and went to the emergency room the evening of (B)(6) 2015. The patient was immediately transferred to another hospital and received oral medication. The alarm was determined to be a critical alarm due to an unrecovered motor stall. The pump was replaced (surgical intervention). The patient's status at the time of report was "alive - no injury." The outcome of the event was not reported. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.